Event description:
It was reported that during a da vinci-assisted surgical procedure, the system displayed multiple error code 32056 during power-on self-test. Additionally, the universal surgical manipulator (usm) arm 4 illuminated with an amber led after system was power cycled the system. The customer received phone assistance from the technical support engineer (tse). Tse conducted a video call with the customer and confirmed that the distal set up joint (suj) was extended. It was stated that the vertical was not adjustable with the usm arm port clutch button depressed. Tse guided the customer to disable the usm arm4 and this allowed the system to recover the error fault. Following this, the user was instructed to continue with the procedure using the remaining usm arms. No further error was reported. No known impact or patient consequence was reported. Intuitive surgical, inc (isi) followed up with the site head nurse and obtained the following additional information regarding the reported event: the system functionality was checked upon the system powering on and error fault were displayed initially. The procedure was completed using the same system with usm arm 4 disabled.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An isi field service engineer (fse) has been requested to investigate the reported event. At this time, the additional fse investigation has not been completed pending quote approval.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During the fse visit, the issue was reproduced. The fse checked the error log and error code 32056 was present which points to the universal surgical manipulator (usm#4). This error code is an encoder error. The usm was replaced to resolve the issue. The system was tested and verified as ready for use. Based on the field evaluation, this reported event was confirmed which indicates that the device may have contributed to the customer reported issue. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Failure analysis received universal surgical manipulator (usm#4) and reviewed the logs and confirmed error code 32056 pointing to the circuit board controller on the usm. The usm was tested on an in-house system in normal mode where it confirmed and replicated error code 32056. The usm was tested on a patient side cart fixture test platform (pftp) where it failed the sensors check prompting error 32056 on the board. Error 32056 was confirmed and replicated.

Event description:
Refer to h10/h11 for follow-up information.